Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 1177 mg/dl. Troubleshooting was performed. The customer had a headache, chest pains, vomiting, and was fatigued. Programming was correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.